Manufacturer narrative:
Initial.

Event description:
It was reported that during a reservoir supply change the ilet screen went blank, would not wake even when placed on a working charger, and the sleep/wake button was unresponsive, with the user wearing a dexcom g7 and having backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided, including a video of the issue. Investigation of this case revealed a device problem of an unresponsive key/button associated with the touchscreen. Findings indicated a software problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.